Manufacturer narrative:
Citation: zhang y. Propensity-matched comparison between direct flow medical, medtronic corevalve, and edwards sapien xt prostheses: device success, thirty-day safety, and mortality. Catheter cardiovasc interv. 2015 jun;85(7):1217-25. Doi: 10.1002/ccd.25831. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported.

Event description:
Medtronic received information via literature regarding propensity-matched comparison between three different transcatheter aortic valves. All data were collected from a single center between 2009 and 2014. The study population included 120 patients (equal amount of male and female patients; mean age 82 years), 40 of which were implanted with medtronic corevalve (serial numbers not provided). Among all patients 30-day mortality occurred due to unspecified causes. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients adverse events included: severe aortic regurgitation, permanent pacemaker implant, thrombosis, and embolization requiring surgery. Multiple manufacturers were noted in the literature; based on the available information a possible correlation could be made between the observed adverse events and medtronic product. Major vascular complications of the common femoral artery (cfa): dissection, retroperitoneal hematoma, and bleeding requiring intervention were reported following the implant of a corevalve. No additional adverse patient effects were reported.